Event description:
As reported by the (B)(6) registry there was retrieval difficulty with the angioguard during the index procedure. The defect occurred during retrieval into the capture sheath. The capture sheath did not engage filter due to one stent ring (strut) not opposed to the curving artery wall. One day post index procedure the patient experienced a transient ischemic attack. The patient is an (B)(6) female who was enrolled in the (B)(6) study for a carotid stenting procedure. The target lesion location was the ostium of the right internal carotid artery (ica). The vessel was described as severely calcified and mildly tortuous. The rate of stenosis was 85%. An angioguard embolic protection device was advanced and deployed distal to the lesion without difficulty. The lesion was pre-dilated and a precise stent was successfully placed in the lesion. The stent was post-dilated. It was noted that the stent was well opposed to the vessel wall in the ica and common carotid artery (cca) but at the transition where the lumen narrows one stent ring was not opposed to the curving artery wall and was protruding into the lumen causing the problem. The physician advanced the capture sheath to capture the filter basket and there was difficulty advancing the capture sheath to the lesion. When attempting to remove the angioguard, with its capture sheath, the catheter kept engaging in a stent strut at the point where the stent narrowed from the common carotid artery (cca) to the internal carotid artery (ica). It was believed that the wire was wedged into a location between the protruding stent struts and could not be dislodged from this position.

Manufacturer narrative:
During attempted retrieval of the filter into the capture sheath the physician encountered retrieval difficulty as the capture sheath did not engage the filter due to the filter catching on one of stent struts that had not fully apposed to the curving arterial wall. One day after having a stent placed in the ostium of the right internal carotid artery (ica) the patient experienced a transient ischemic attack. The lesion was described as severely calcified and mildly tortuous with a stenosis of 85%. The patient is a (B)(6) female who was enrolled in the sapphire study for a carotid stenting procedure. An angioguard embolic protection device was advanced and deployed distal to the lesion without difficulty. The lesion was then pre-dilated and a precise stent was successfully placed and post-dilated. It was noted that the stent was well apposed to the vessel wall in the ica and common carotid artery (cca) but at the transition where the lumen narrows one stent ring was not apposed to the curving artery wall and was protruding into the lumen. The physician advanced the capture sheath to capture the filter basket and there was difficulty advancing the capture sheath to the lesion. When attempting to remove the angioguard, with its capture sheath, the catheter kept engaging in a stent strut at the point where the stent narrowed from the common carotid artery (cca) to the internal carotid artery (ica). It was believed that the wire was wedged into a location between the protruding stent struts and could not be dislodged from this position. Multiple capture catheters including angled ones and balloon catheters were advanced over the wire and would not pass the same place of the stent. Therefore, the filter basket was pulled down through the stent while open then captured and removed. There was debris found in the filter basket after removal. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The day after the procedure the patient suffered a neurological event described as aphasia and was diagnosed with a transient ischemic attack. Recovery was full, within 24 hours, with no residual effects. The patients symptoms resolved on their own. The patient was discharged two post procedure with aspirin and clopidogrel prescribed. The patient¿s medical history includes synchronous, severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, diabetes mellitus and high risk criteria of age greater than 75, knowledge of two or more proximal or major diseased coronary arteries with > 70% stenosis that have not or cannot be revascularized. The products were not returned for evaluation and testing. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow typically resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. With the limited amount of information available and without return of the product for analysis or films of the filter catching on the deployed stent it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics, device interaction and procedural factors may have contributed. Please note that this med watch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2013-00078 and 9616099-2013-00374.

Manufacturer narrative:
Multiple capture catheters including angled ones and balloon catheters were advanced over the wire and would not pass the same place of the stent. Therefore, the filter basket was pulled down through the stent while open then captured and removed. There was debris found in the filter basket after removal. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The day after the procedure the patient suffered a neurological event described as aphasia and was diagnosed with a transient ischemic attack. Recovery was full, within 24 hours, with no residual effects. The patients symptoms resolved on their own. The patient was discharged two post procedure with aspirin and clopidogrel prescribed. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this med watch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2013-00078 and 9616099-2013-00374.